Event description:
Balloon rupture occurred during stent post-dilitation, below rated burst pressure, resulting in a focal, contained perforation of the proximal portion of the svg (saphenous vein graft) to oma (obtuse marginal artery). There was no hemodynamic compromise.